Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system extension sets had separation between the tubing and y site (clearlink). These occurred in the post anesthesia care unit.. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4. D4 expiration date (update to n/a). Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples which showed that the tubing was separated from the y-site clearlink in the upstream part. The reported condition was verified. The cause of the issue was due to manual assembly related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.